Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's son, reported the customer received low readings from the adc freestyle libre sensor scan compared to readings obtained on a competitor brand meter. Caller reported the customer received readings of 39 mg/dl, 50 mg/dl, 46 mg/dl, and 93 mg/dl on the sensor scan and readings of 142 mg/dl, 142 mg/d, 83 mg/dl, and 180 mg/dl on the competitor brand meter. It was further reported by the customer during follow-up, that she was hospitalized due to hyperglycemia and remained in the hospital for 6 days. In the hospital, readings of 400 mg/dl and 380 mg/dl were obtained on the hospital meter and customer was treated with "serum, insulin, and (unspecified) medication".